Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient presented for an evaluation regarding a pocket hematoma and discoloration of the area. Patient states difficulties started 2 months prior after bumping into a car door. The system was removed and has not been replaced.

Manufacturer narrative:
On (B)(4) 2014 cultures showed coag-negative staphylococcus with gram positive cocci in clusters on lv lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 60 cm distal to the is-1 connector pin. The distal part including the lead tip were not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned fragment revealed damages of the insulation which resulted most likely from a laser extraction. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.